Event description:
During surgical case shears with unipolar cautery began to spark and smoke from the cautery attachment site. A second pair was then attached and the second unit had the same malfunction. No adverse effects to the pt occurred.